Manufacturer narrative:
The failure for heat was not confirmed through functional testing, disassembly and visual inspection by the repair technician or diagnostic engineer. The components of the device were conforming for the event.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.